Event description:
It was reported that during use on a patient, the nurse in charge discovered that the cardiosave intra-aortic balloon pump (iabp) machine had switched to standby mode without the patient's knowledge. Treatment started at approximately 11:25 on (B)(6) 2024 and ended at approximately 13:40 on july 31. The incident occurred twice during the case, so a request was made to check the device. First standby: approximately 6:25 on the 31st and then second standby: approximately 13:15 on the 31st. The device was recognized as being in standby by an alarm or waveform check, so treatment was interrupted for only a few minutes. The device was used continuously until the end of treatment after the incident, so there was no need to replace it. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character limitations the complete e1event site - (B)(6) center. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer evaluated the unit and stated reproducibility could not be confirmed. There were no errors related to the logs recorded on the device. There were no abnormalities in the test run in-house.

Event description:
N/a.